Manufacturer narrative:
One fogarty catheter was received at our product evaluation laboratory for a full examination. As received, balloon was found to be ruptured at central area. Balloon edges did not appear to match at the ruptured region. No visible damage was found from catheter body and windings. Report of "balloon burst" was confirmed. Further evaluation was performed by the engineers in the manufacturing site. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of manufacturing process, the manufactured units go through a balloon inflation process. As per review of the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing/design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure with this fogarty embolectomy catheter, the balloon burst. There is no allegation of patient injury. As per product evaluation findings, the balloon was found to be ruptured at central area and the edges did not appear to match at the ruptured region.